Event description:
It was reported that immediately after the implant, the nurse saw that the atrial lead was in the ventricular port and the ventricular lead was in the atrial port while the patient was in the post anesthesia room. The patient is not pacemaker dependent, and the pacing mode was programmed to aai at forty beats per minute. The leads will be revised by placing them into their appropriate ports the following morning. No known patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Additional information: it has become known that the date of implant for both products ((B)(4) and (B)(4)) was (B)(6) 2012;